Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Other technical: unable to confirm as it is a medical event not related to the device. Additional observations: white particles inside of the device. Crease fold observed. Wear abrasion observed.

Event description:
Healthcare professional reported right side "deflation". Later additionally reported "particles in valve". Device has been explanted and replaced.